Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed by technical assistance support (tac). A root cause could not be identified. Based on the investigation results, it is likely that an electrical component failure caused the no-image condition. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was provided to the customer over the phone. The reported event was confirmed during the call, and after cabling was set up, the issue was resolved. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during installation. There were no reports of patient involvement.